Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit powered on successfully after battery installation. Unit passed self test. Pump error 63 noted on device's alarm history. Pump's history files and traces downloaded successfully using thus software. On adapt, pump error 63 was recorded on 06/03/2024 at 18:26:01.000 hour with variable (9) due to hardware error (line #= 230, file #=2101). Per software engineer log, pump error 63 (variable 9) due to pio failure. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and lcd flex connector. Isolate to electronic stack. The following were noted during visual inspection: cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary customer concern for cosmetic damage on pump case confirmed per visual inspection. In addition, pump error 63 alarm noted due to hardware error, triggered by corroded electronic assemblies. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer has returned the device.